Manufacturer narrative:
Initial MDR with device evaluation. It was reported there was a black foreign object at the tapered end of the consumable. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging flow wrap. The syringe barrel has a dark stain at the bottom of the luer. From the photo, it is not possible to confirm whether it is embedded. No other defects or imperfections were observed. A device history record review was completed for provided material number 306595, lot 4152257. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
The nurse is following the doctor's orders to administer fluids to a patient. Opens a brand new prefilled catheter flosser and discovers a black foreign object at the tapered end of the consumable; immediately stops the operation and replaces it with a new prefilled catheter flosser.